Manufacturer narrative:
A DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of a sample to perform a proper investigation and determine a root cause.

Event description:
The event is reported via the maude report. It was reported that the suture went through the ligament, but was captured on the other side. The doctor was unable to get the bullet out of the ligament. The bullet remained implanted. No report of pt injury.